Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿poor air pressure broken or worn die¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter placed by licensed practical nurse (lpn), no urine returned and unable to irrigate any sterile saline into catheter. Stated that the catheter removed from the patient, still unable to irrigate saline through catheter. Upon inspection, end of catheter did not have holes to allow urine to drain out.

Event description:
It was reported that the foley catheter placed by licensed practical nurse (lpn), no urine returned and unable to irrigate any sterile saline into catheter. Stated that the catheter removed from the patient, still unable to irrigate saline through catheter. Upon inspection, end of catheter did not have holes to allow urine to drain out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.